Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: initial procedure date, procedure name, specific medical/surgical intervention per patient, specific product code and lot number involved with each patient, patient pre-existing medical conditions (ie. Allergies, history of reactions), was the patient exposed to similar products, such as artificial nails was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported in a journal article that the patient underwent a right clavicle open reduction and internal fixation procedure on an unknown date and topical skin adhesive was used. The patient developed a mild reaction with maculopapular rash and pruritus. The patient was treated with careful skin adhesive removal and oral antihistamines. The patient underwent dressing changes daily and treated two times daily with a layer of 0.05 clobetasol cream and 2 layers of vanicream and covered with a towel soaked in water and white vinegar. The reaction resolved 18 days post operation. Additional information has been requested.